Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified distal posterior tibial artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilation. However, during the procedure, the balloon was having difficulty advancing and blood was noted in the indeflator before inflation. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported.